Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement test, operating currents, self test and off no power test. No failed battery alarm and no battery out limit alarm was noted. The insulin pump had intermittent button response due to corroded keypad traces. No number scrolling anomaly was noted. The insulin pump was received with minor scratches on the display window, a cracked case near the display window corners, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
It is reported that the customer had high blood glucose levels of 319 mg/dl. The customer reported that the high blood glucose level was treated with insulin injections. The customer reported that the numbers on the screen of the insulin pump keeps scrolling up or down while trying to enter information. The customer also reported an issue with the keypad being unresponsive. The customer reported that the insulin pump may have been exposed to sweat. The customer also reported a battery out limit alarm limit alarm from the insulin pump. The customer was advised that the insulin pump will need to be replaced. The customer was advised to discontinue the use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information is provided.